Manufacturer narrative:
(B)(4). Reported as a concominant product in this event is drill 3055601 skeeter oto-tool serial#: (B)(4), lot # 34772500, manufacture date: july 7, 2004. (B)(4). The findings of the product analysis state, ¿the shaft break point corresponds to the distal side of the curve in the outer tube of the skeeter handpiece. The shaft has a moderate bend along the length. There was gouging and wear marks on the shaft and tang. Due to limited information in the complaint file, it remains unknown if the breakage on the bur occurred during procedure (in normal use of device) or after procedure when the customer attempted to remove the bur from skeeter drill with another instrument / tool. At this time, the exact or most likely root cause could not be determined, therefore root cause of 'cause not evident' is selected for the complaint." (B)(4).

Event description:
It was reported that ¿the skeeter drill doesn¿t work. Because broken skeeter bur piece was putted in the skeeter drill when it disconnect the bur.¿ no indication of patient impact.